Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead had fractured, and it exhibited noise and oversensing with an elevated sensing integrity counter (sic). The physician decided to extract two leads. It was noted that during the extraction of the ra lead, the helix could not be retracted. The ra and rv lead were extracted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo. The helix of the lead was extrinsically bent. The outer insulation of the lead was observed to have blood ingression. The analyst noted the full lead was returned with the helix partially retracted. The outer insulation has a breached depression at 28.2 cm with blood ingression throughout the lead. The helix test could not be performed due to the helix being bent. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the helix of the atrial lead was turned approximately fifteen rotations by using a pinch-on tool, however the helix could not be retracted. The lead was ultimately removed with the helix extended. After explant, the helix could be retracted after several rotations.